Event description:
It was reported that during an unknown treatment procedure, the tip of the v-18 guide wire fractured, resulting in complete separation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the left iliac artery. The dr used a 6fr j-type medikit introducer sheath through a right femoral vascular access site, a mach1 c2 55 cm guide catheter and a transit microcatheter along with the v18 guide wire to cross the lesion. It is noted that the lesion was extremely difficult to cross. After trying for approximately 30 minutes to cross the lesion, the transit catheter became kinked in the bifurcation of the common iliac artery, and the tip of the v18 guide wire fractured. The fractured guide wire tip was `suctioned' into the guide catheter and removed from the pt. Because the lesion could not be crossed, the procedure was stopped. No pt injuries were reported and the pt's current status is reported as `fine'.